Manufacturer narrative:
On 17-sep-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an ablation procedure with a pentaray nav catheter and the catheter had a flow issue. The tubing set was flushed, but when connected to the catheter, the catheter was not irrigating properly. The catheter was observed to be working without any issues at the beginning of the case, and it was flushed with high flow. Then, the pentaray was removed and ablation was performed with the ablation catheter. After the ablation, when the pentaray was to be flushed again for remapping, it was observed that it could not be flushed with high flow while outside of the patient. The pump was restarted, and flushing was attempted at high flow, however, it did not resolve the problem. Pentaray was changed with new one and problem was solved. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was completely occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device number lot 31268207l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition observed in the irrigation tube could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31268207l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav catheter and the catheter had a flow issue. The tubing set was flushed, but when connected to the catheter, the catheter was not irrigating properly. The catheter was observed to be working without any issues at the beginning of the case, and it was flushed with high flow. Then, the pentaray was removed and ablation was performed with the ablation catheter. After the ablation, when the pentaray was to be flushed again for remapping, it was observed that it could not be flushed with high flow while outside of the patient. The pump was restarted, and flushing was attempted at high flow, however, it did not resolve the problem. Pentaray was changed with new one and problem was solved. There was no patient consequence.